Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed in 2003. It was reported that the revision surgery was performed (the date of revision was unknown) due to dislocation. No further information was provided by the hospital. Doi: 2003; dor: unknown; unknown hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : yct-53 device history review: (B)(4) products were manufactured and placed into stock on 08 nov 2001. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.